Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump frequently alarmed no delivery. The patient's blood glucose at the time of incident was 306 mg/dl. During troubleshooting the customer stated that she had used different cannula lengths and different sites, but the no delivery alarms persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump passed the displacement accuracy test. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.